Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 79 mg/dl and 80 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction of usage of device: initial use of device. Correction of type of event: product problem.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 79 mg/dl and 80 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.